Event description:
It was reported that during a laparoscopic low anterior resection procedure, the monopolar function did not work properly. Another device was used to complete the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged three minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the electrode tip bent. The instrument was tested for continuity and was found to be conforming. Visual inspection was conducted and the shaft's sheath does not translated along the rotational knob. Instrument was disassembles and the shaft sheath was found disengaged from the rotational knob. It is probable that the sheath disengagement could have been caused during the manufacturing process. No conclusion could be reached based on the analysis results as to what may have caused the bend electrode tip

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent